Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: the last bolus delivery and the last basal delivery were on (B)(6) 2014. The pump was exercised for 24 hours with no errors, alarms, or warnings. The bolus totals in the bolus history were consistent with the bolus totals in total daily dose history at the time of the reported issue. There were no alarms related to the complaint in the alarm history. The pump passed a delivery accuracy test and was found to be delivering within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 481mg/dl with increased thirst and moderate ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient¿s healthcare provider had reportedly adjusted basal rates either before or after the alleged bg excursion. Customer technical support reviewed the pump with the reporter and found that the time and date were set correctly, the patient was using advanced bolus features, and the pump was calculating bolus recommendations correctly. Troubleshooting found that the bolus totals in the bolus history did not match the bolus totals in the total daily dose history. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged bolus history discrepancy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.